Event description:
In 2008, it was reported to boston scientific corporation, that during the cool down stage, the cursor of the prolieve console did not move throughout the screen on three days earlier. However, the system mouse pad and buttons responded accordingly. There was no pt involvement associated with the reported event. Please note: this event has been determined reportable based on investigation results received on august 3, 2008. During preventative maintenance, the field service engineer noted the touch pad, mouse buttons and keyboard all functioned "ok". However, while testing the system, the thermoelectric module failed. The module was replaced and the system passed all tests.

Manufacturer narrative:
The device was serviced at the customer site, therefore, it will not be returned to the manufacturer. A product evaluation is pending; results will be provided in a follow-up medwatch report.